Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge into pump. There was no reported impact to the customer¿s blood glucose level. Customer loaded cartridge with insulin, reloaded same cartridge as guided, and successfully completed loading process and resumed insulin delivery, and no additional information was received regarding the outcome of the event.